Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06080 vascular stent graft allegedly experienced misfire and fracture. This information was received from one source. The event involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06080 vascular stent graft allegedly experienced misfire, fracture and break. This information was received from one source. The event involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified in d2. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The sample was returned to the manufacturer for evaluation. A photo was provided for review. Therefore the investigation is confirmed for the reported misfire, fracture and break during evaluation. The definitive root cause is unknown. The device is labeled for single use. H10: b5, g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.